Manufacturer narrative:
(B)(4). Batch # 634a05. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. After further evaluation, a bulkhead contact was noted to be missing making the instrument non-functional. No functional test was performed due the condition of the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The missing bulkhead contact from the pcb, is potentially related to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.